Event description:
It was reported that during priming leakage at the outlet was observed. No pt involvement. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiopulmonary is aware of other complaints, displaying a similar malfunction. These devices have been tested and an impairment at one gas fiber was found. Review of the qual control process indicates that a 100% functional inspection for leakage is performed in mfg. Without the serial number a review of production documents for this device is not possible. Complaint history files indicate no other complaint with this lot number has been reported with this malfunction. An internal process ((B)(4)) was initiated to determine the most probable root-cause and to implement the appropriate corrective action.